Event description:
It was reported the hp052 was used during an anterior and posterior lumbar fusion. It was reported by the rep the device failed. The rep tested the device with the test tip and the device failed. There was no pt consequence.